Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer's blood glucose level was 634 mg/dl. Customer administered a correction bolus via the pump to address the issue. Reportedly, customer experienced a blood glucose value of 42 mg/dl, cause was unknown. Customer consumed carbohydrates to address low bg.